Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6), in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced bacterial peritonitis. Remedial therapy and whether the patient was hospitalized were not reported. The outcome for the event of bacterial peritonitis was not reported. The patient was transferred to hemodialysis (reason not reported); therefore, dianeal pd2 was withdrawn. The nurse reported the event of bacterial peritonitis was not related to dianeal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.